Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and remote support service was offline. A field service engineer attempted to roll back the system to the previous version, but the rollback failed and the station became stuck on a restarting screen. Multiple reboots had no effect, and even after leaving it overnight, the system never restarted, then re-imaged the hard drive and completed all configuration steps except for the codonics label printer; technical support center (tsc) advised that the client would need to contact codonics support for that portion. The station tested successfully, appeared correctly in remote support service (rss), and tsc was able to remote in without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device experienced a black screen issue and was offline in remote support service. The machine powered on; however, the display remained black. The device took an extended period to reboot, during which it displayed a blue screen, and subsequently became stuck on a black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.